Manufacturer narrative:
The calibration results were within the specified ranges. The preanalytical data did not indicate any issues. No effect of dialysis could be proven. The elecsys hiv duo product labeling states: "initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." The product labeling also states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The cause of the event was consistent with a sample mix-up or contamination of sample 1 with hiv positive material. The elecsys hiv duo assay performs within specifications.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient tested with elecsys hiv combi pt assay on a cobas e411 immunoassay analyzer (rack system). Sample 1: the initial result was 26.42 coi and interpreted as reactive. The sample was recentrifuged and repeated. The repeat result was reactive. Approximately 6 hours later, a new sample (sample 2) was drawn from the patient and tested. The result was 0.194 coi and interpreted as non-reactive. On (B)(6) 2025, the hiv combi pt results were 0.213 coi, 0.256 coi, 0.250 coi, 0.232 coi, and 0.240 coi (all non-reactive).